Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the proximal segments of both fallopian tubes are metal coiled devices') in an adult female patient who had essure (batch no. 915880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), cystitis ("bladder/urinary problems- bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms- fatigue"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), alopecia ("other injuries/symptoms- hair loss"), migraine ("other injuries/symptoms- migraine"), skin disorder ("skin disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, rash, cystitis, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for: bladder/urinary problems- bladder infect., vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result- unknown. Lot number: 915880, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Case became serious incident. New event "embedded in the proximal segments of both fallopian tubes are metal coiled devices" medical significant and ir ticked. Essure removal date, reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the proximal segments of both fallopian tubes are metal coiled devices') in an adult female patient who had essure (batch no. 915880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), cystitis ("bladder/urinary problems- bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms- fatigue"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), alopecia ("other injuries/symptoms- hair loss"), migraine ("other injuries/symptoms- migraine"), skin disorder ("skin disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, rash, cystitis, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for: bladder/urinary problems- bladder infect., vaginal infection , vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result- unknown. Lot number: 915880 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.